Event description:
Pt. Uses a neoprene knee sleeve on rt knee. 3 wks prior to event, she developed a contact dermatitis in the distribution of the knee sleeve. Her physical therapist contacted the MFR., who instructed her to wear it inside-out. She did this, and had no further problems until 3 wks later, when she developed the same rash. She took off the sleeve. However, her reaction progressed, and she had a systemic reaction - with diffuse urticarial dyspnea and throat tightness. She was seen in an e.r. And treated with epi, steroids, h2 and h1 antagonists.